Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer turned the pump off and back on, which cleared the malfunction, allowing them to obtain the necessary settings for setting up a new pump. There was no need for a replacement as the customer already had a new pump under warranty.